Event description:
Boston scientific received information that during an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d) device the right atrial (ra) lead exhibited noise and high out of range pacing impedances when connected to this generator. In an attempt to troubleshoot whether the issue was a device versus a lead issue, the right ventricular (rv) lead was attached to the ra port and yielded the same results. Therefore, this device was abandoned and a new pulse generator was used. With the new generator the same behavior was noted, and the ra lead was then tested on the pacing system analyzer (psa) which yielded normal measurements. When the ra lead was reattached to the new pulse generator no further noise or impedance issues were noted. The ra lead and the new pulse generator remain in service. No adverse patient effects were reported. It is anticipated that this device will be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is available at this time, our investigation is complete. This investigation will be updated should further information be provided.